Event description:
The customer reported that the device was used for laparoscopic colectomy procedure. After sealing and releasing the jaws, the seal was oozing and there was some tissue damaged. The oozing was under 250cc. Another device was opened and used to complete the case. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested, but to date has not been rec'd for eval. If the sample is rec'd or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.